Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Concomitant medical products: product was received on 5/23/2019. Partial investigation, the device history records were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: an additional product investigation was completed: a visual inspection of the returned screws was performed, and no manufacturing or design related anomalies were identified. The screws were in a used condition with wear from implantation and explantation in the form of scratches and fading of the annodization. The drive recess of each screw also exhibited wear from use. No indication of the reported adverse event was able to be identified. As the devices are distributed non-sterile, the sterilization instructions within document important information were reviewed. There is a recommended cleaning method with minimum recommended parameters that must be met as well as a sterilization process with minimum recommended parameters that must be reached. A complaint history for the trumatch products was performed and identified most of the adverse/infection events were related to the same facility. There was no commonality between the remaining nine complaint events, therefore a systemic issue was not identified with the product and no trend was identified outside this facility. A review of the investigation performed by materialise identified that further investigation is ongoing and relevant actions are being taken. No definitive potential cause was able to be identified. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. There was no allegation of a device issue. Based on the investigation findings by customer quality and the investigation and escalation performed by materialise, it has been determined that no further corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned plates were scanned and still met specifications. Therefore this does not impact the original root cause analysis (rca). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via (B)(6) surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient underwent bilateral sagittal split osteotomy of the mandible on (B)(6) 2019, with a trumatch midface/mandible titanium 3d printed plate. On (B)(6) 2019, the patient presented with infection of the unilateral, lower left - unsure if it was proximal or distal. There has been no change in sterilizing process. The patient is on antibiotic therapy. No plans to remove the plates at this stage. Patient outcome is unknown. This report is for one (1) 1.85mm ti matrix screw. This is report 5 of 8 for (B)(4).

Event description:
Trumatch midface/mandible ti 3d printed guide/ midface (part sd980.015, lot unknown, quantity 1); trumatch midface/mandible ti 3d printed guide/ mandible (part sd980.017, lot unknown, quantity 1); patient specific splint orthognathic, final (part sd900.106, lot unknown, quantity 1); patient specific splint orthognathic int (part sd900.105, lot unknown, quantity 1); anatomical model mandible - orbit clear (part sd900.206, lot unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed: for this complaint, physical devices were not returned. The device history records were reviewed. The bsso plates were designed according to the work instructions. As such, the work instructions on screw placement and plate design were reviewed. No changes affected the biocompatibility or cleaning process of the devices. As the surgeon indicated, some of the infections probably occurred due to inadequate wound closure. However, this cannot be confirmed nor excluded based on the available information. Root cause not found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.